Manufacturer narrative:
Correcting UDI# from (B)(4). Correcting lot# from 439103 to 183367. Device received for this event is being corrected from osseospeed ev 4.8 s - 13 mm catalog#: 25245 to osseospeed tx 5.0 - 9 mm catalog#: 24961. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.